Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used tr band assembly was returned for product evaluation. Visual inspection revealed that there was no damage noted. Functional testing was conducted to test for air leakage, the tr band was inflated with 18 ml of air and submerged in water. Light pressure was applied to the large and small balloons and air bubbles were observed at the connection of the side tube to the inflation balloon. It was noted that the side tube was not properly heat bonded at the j weld connection to the inflation balloon. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was tested by the user facility see MDR 1118880-2020-00118, for the third device reported that was tested by the user facility see MDR 1118880-2020-00119 and for the fourth device reported that was tested by the user facility see MDR 1118880-2020-00120.

Event description:
The user facility reported that four tr bands were tested underwater and found that all of them leaked when inflated.